Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported observing water leakage of two cassettes before the procedure. No procedure was delayed or cancelled.

Manufacturer narrative:
The lot complaint history was reviewed, this is the fourth complaint for the finish goods lot; however, the first for this issue. The device history record shows the product was released per specifications. Two samples were returned for analysis. The drain bags were not returned. Visual inspection found only one infusion cannula was returned and viscoelastic substance could be observed in the fluid path of the cassette and manifolds indicating the sample was likely used. A full internal pressure leak test was then conducted on each cassette utilizing an external pressure source and no leakage was detected. A console representing a current software version was then used to test each sample. Both samples could prime, tune, and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. No leakage was detected from the manifolds, connectors, or drain path between the consumable and console. After functional testing no leakage was detected from the pump elastomer or on the pump area of the fluidics module. Fluid flowed from the balanced salt solution bottle to the drain bag without any interfering. The presence of fluid leaking from the cassettes was not confirmed. After both leakage and console laboratory testing, inspection of each sample indicated no signs of continued leakage from the pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassettes. The cassettes passed functional and performance testing. After a thorough investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. (B)(4).

Manufacturer narrative:
The lot complaint history was reviewed, this is the fourth complaint for the finish goods lot; however, the first for this issue. The device history record shows the product was released per specifications. A sample was not returned for visual or functional testing. Without the sample the failure mode of the device for fluid leakage could not be established. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. Potential root cause could be related to a manufacturing related issue; however, this cannot be confirmed with the information available. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).